Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken main tube measuring approximately 0.36 from the distal tip. Visual inspection found all internal cables to be broken. The instrument was found to have a broken grip cable and a broken distal pitch cable at the site of the broken main tube. The cables were fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The cables were broken as a result of the broken main tube. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that after a da vinci-assisted unilateral inguinal hernia surgical procedure, the tip of the mega suturecut needle driver instrument drive got broken and the trocar was stuck. There was no reported injury.